Event description:
A caller reported experiencing a continuous glucose monitor (cgm) error identified as error 42. After using the pump reset information provided by customer technical support and following the guidance to reset the pump, the cgm error did not reoccur. There was no adverse impact to the customer's blood glucose level, and the caller was able to successfully start their sensor session.